Event description:
It was reported a spectrum pump had door not fully latched alarms. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door not fully latched messages were confirmed and reproduced while attempting to load a set into the pump due to the force required to close the door was above expected levels. The door hooks/latch pins were replaced to correct this condition.